Event description:
The customer reported that the device knife would not advance during a prostatectomy and the jaws could not be re-opened. The surgeon used a second device to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.